Manufacturer narrative:
(B)(4).

Event description:
It was reported that during dilation of the left anterior descending artery with a 12.00mm x 3.00mm nc emerge®, the balloon tore completely through the middle. The distal portion of the balloon remained in the vessel, which was able to been seen in angio. The procedure was completed with another of the same device and the patient was noted to be fine.

Event description:
It was reported that during dilation of the left anterior descending artery with a 12.00mm x 3.00mm nc emerge®, the balloon tore completely through the middle. The distal portion of the balloon remained in the vessel, which was able to been seen in angio. The procedure was completed with another of the same device and the patient was noted to be fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the returned product consisted of a nc emerge balloon catheter without the distal portion of the balloon, tip and markerbands. There is an unidentified .014 guidewire in the guidewire lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a complete circumferential tear 11mm from the proximal balloon weld. The distal portion of the balloon along with a portion of the inner shaft, tip and markerbands are separated and were not returned. The shaft is stretched in numerous locations. The fractured/separated end of the inner shaft was stretched and jagged which indicates the shaft separation was due to tensile forces. The location of the shaft separation could not be measured due to the stretching. The shaft is damaged at the exit notch which is consistent with damage seen with the use of a guidewire. There are numerous hypotube and shaft kinks. The guidewire could not be removed from the catheter due to the stretching damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).